Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that damage to the scope connector led to the image not being displayed. For the foreign objects found on the nozzle, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image displayed, and the nozzle contained foreign object. There was no patient involvement.